Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: good morning we had an incident with the below item ref (B)(4). At shift change, primary rn went into room to assess patient's high blood pressure. A pool of blood was on the ground from the unit of blood that was infusing. Primary rn assessed the tubing and saw that part of the tubing broke and spilling into the IV channel and onto the floor.